Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned in segments, therefore the helix functions could not be tested. Visual inspection found the drive shaft lug stuck behind the retraction stop. /over-retracted, and this is related to the complaint of helix would not extend. If information is provided in the future, a supplemental report will be issued.